Event description:
It was reported that the haptics of a competitor's lens were damaged by the indigo-p injector. Additional information has been requested but none has been forthcoming. If additional information does become available, a supplemental medwatch will be sent.